Event description:
A (B) (6), male, underwent pta ilical and a fibularis, and a tibialis anterior due to stenosis on (B) (6) 2010. After recanalization and successful pta in the a fibularis, the customer went with the same cto-wire in the a tibialis anterior. There, the wire get stuck in the vessel. The stenosis was very calcified with a very small lumen. The physician wanted to remove the wire, but it was not possible. The tip of the wire got damaged and broke off. The physician then did a crossover with a snare and caught the tip of the cto-wire and removed it. The pt is ok.

Manufacturer narrative:
(B) (4). The product was returned in a used and damaged condition. From the description of the pt/event "the stenosis was very calcified with a very small lumen." Based on this information, it is possible that this event may have resulted from that calcification and small lumen. It is possible that in the attempt to withdraw the device, force was applied beyond its design strength. We will continue to monitor for similar complaints.